Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d11, e1 (event site email), e2, e3, g3, g4, g7, h2, h6, h10, h11 corrected fields: a1, a2 (to be left blank), b5, h3, h6 (type of investigation, component codes, health effect - impact codes). Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to duplicate the reported issue. The fse replaced the scroll compressor then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use and while prepping the cardiosave intra-aortic balloon pump (iabp) for use, the iabp unit generated a power up test fails code #14 message. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up test failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.